Manufacturer narrative:
Follow-up #1 12/27/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The black box showed multiple occlusion alarms on (B)(6) 2011 associated with high force which the pump detected and alarmed appropriately. A 29 hour flow accuracy test was performed without occlusions and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2011, the patient's mom/reporter wanted the animas insulin pump to be replaced since she felt the animas insulin pump is not functioning accordingly. Reportedly, the patient was admitted to the ER on (B)(6) 2011 and was treated for dka after the patient's blood glucose elevated above 400 mg/dl . The reporter indicated the patient's hyperglycemia could not be correct with the subject insulin pump. The animas representative performed troubleshooting to evaluate the animas pump and to assess what caused the patient's alleged elevated blood glucose. The patient received multiple occlusion alarms associated with records of canceled bolus on (B)(6) 2011. The total daily dose based on the basal and bolus amount are all accounted for. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. The subject pump will be sent back for investigation. This complaint is being reported because the patient allegedly received medical intervention for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).